Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patients device was not working. Everything was taken out and were not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2316-50 serial: (B)(4). Batch: 15848681 / 15848681. Product family: scs-splitters upn: (B)(4). Model: sc-3400-30 serial:(B)(4). Batch: 15848685 / 15848685.

Event description:
It was reported that the patient underwent an explant procedure for an unkown reason. No further information has been obtained despite good faith efforts.